Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis q ceiling system. The user reported that black powder from the gear rack and wheel from the flat detector lift can fall onto a patient. The user placed plastic over the flat detector and the patient was given an antiobiotic as a preventative measure. We are unaware of any further impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Based on the provided information that a combination of dust and grease fell from the fd lift gear rack and gear wheel; it is assumed that individual improper workmanship during servicing is the root cause for the reported issue. No parts have been replaced and returned for investigation, therefore, it is assumed that grease was used during maintenance of the receptor and the gear rack was not cleaned according to the maintenance instruction. The involved service engineer cleaned the flat detector (fd) lift gear rack and gear wheel from dust and grease. The user was advised to cover the relevant parts of the fd and fd lift with a plastic cover in the future. The maintenance instructions describe that the gear rack has to be cleaned during maintenance using a lint-free cloth and contact spray wd40 only. According to the maintenance instruction, no grease shall be used on the receptor guides and pinion rack, including the rotation unit for the detector because they are designed such, that they are maintenance-free. When the maintenance of the receptor is performed according to the instruction, an incident like the present one is not possible. There are no similar complaints known at this time and no systematic issue could be identified.